Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Rim of body trial is breaking off.

Manufacturer narrative:
(B)(4). Examination of the returned instrument confirmed the complaint; a portion of the rim broke off and the remaining is sticking up from the body. The root cause is attributed to misuse and heavy usage. The date code indicates the instrument was manufactured in october of 1998 and is almost 18 years old. A two-year search of the complaint database found no additional reports for the rim breaking off for this product code. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.